Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges sitting in chair when the bolts on the armrest broke and customer fell out of chair.

Manufacturer narrative:
The seat was returned for evaluation. The right side armrest slide screws were fractured. It is likely the armrests were used improperly for load bearing/transfer purposes.

Event description:
Alleges sitting in chair when the bolts on the armrest broke and customer fell out of chair.